Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.25 x 12 synergy¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was pulled out of the body successfully and predilation was performed. The stent was re-advanced back on the wire, however, the stent became stuck on the wire before reaching the lesion. The entire system was pulled out and the lesion was rewired. The procedure was completed with a 2.25 x 12 promus premier stent. No patient complications were reported and the patient's status was fine.